Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 12/20/2016.

Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation. Twenty-four retention samples were x-value tested to gauge stopper pull out forces on indicated lot. The customer's indicated failure mode for loose stoppers was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. An absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of retained samples.

Event description:
It was reported that the yellow/red bd hemogard¿ stopper from a bd vacutainer® sst¿ ii plastic tube, came off during centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.